Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014, resulting in patient experiencing a hyperglycemic event. Patient relayed was discovered sitting in car in the driveway. Someone called police who then called an ambulance. The medics did a finger stick reading and it reported 465. Patient was transported to the hospital where patient was administered insulin and an IV to which brought patient's blood glucose down. Patient stated did not get a high alert on cgm. Patient reported being home with a current condition of feeling better. No further medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were functional.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of an intermittent audio output could not be confirmed.

Manufacturer narrative:
(B)(4).